Event description:
The baxter field service engineer found depleted batteries. Info was not provided regarding whether or not the failure occurred during a pt infusion. No reports of pt injury or medical intervention. No add'l info is available.